Event description:
Pt states hcp implanted ins originally in upper back, not the buttocks as they has discussed. Pt states ins had to be moved because it was loose in the pocket. She reported hcp moved ins to abdomen "just above my hip" by her "appendix". Pt states ins still loose in pocket.